Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile shows no abnormalities, all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date the manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with halos in both eyes two days post lasik. The patient was noted to have diffuse lamellar keratitis. An oral steroid was prescribed and the topical steroid dosage was increased. The patient will be seen at a later date for follow up. Additional information received states the patient was seen in follow up and is doing great. The patient's symptoms are fully resolved after a flap lift and rinse was performed. The patient has been released from care. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.